Event description:
It was reported that the patients ipg had been very difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn per hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred approximately six to nine months from the date the manufacturer became aware of the event.